Event description:
The rubber plug separated from the y-site and flew across the room. Per reporter, blood backed up into the tubing. Clinician stated that line was flushed immediately and set was changed. There was no patient injury or medical intervention required as a result of reported condition. It was reported that the reported condition had occurred in intensive care unit and the set was in use for 3-4 hours. The affected unit was reported to have been used for administration of dextrose 10% at 10 ml/h using an infusion pump. Per reporter, no other medications were being adminstered at the time of reported event.